Manufacturer narrative:
(B)(4). As reported, the measuring pigtail markers of the cath mb 5f pig 110cm 6sh have moved once again. Additional information received indicated that one catheter tip was lost inside the patient but could be retrieved. It is unknown how it was retrieved. The marker bands of all three catheters moved but were not lost inside the patient¿s body. Locks from a non-cordis product were used. An end prosthesis from a non-cordis product was inserted. No special abnormalities in this case. Have used the measuring pigtail as always. No patient injury was reported. Products will be returned for analysis. The products were prepped per the instructions for use (IFU). There were no damages noticed prior to opening the packaging. There was no difficulty removing the devices from the sterile packaging. The products were properly inspected and prepped prior to use. The devices were not being used for treatment of a chronic total occlusion. There was no difficulty tracking through the vasculature. No excessive force was applied to the devices during insertion or during withdrawal. All three devices were used in the same procedure. (B)(4): two non-sterile units of cath mb 5f pig 110cm 6sh diagnostic catheters were received for analysis coiled inside a plastic bag. Per visual analysis, unit one presented 15 out of 20 marker bands moved/ out of position at distal section of unit. Unit two presented 14 out of 20 marker bands moved/ out of position at distal section of unit. The distal section on both units were observed under vision system and the marker band marks on the units¿ surfaces did not present evidence of damage (scratches, peelings, abrasions, etc.). However, both units presented elongation on catheter body. Unit one was found elongated from 24.0cm to 27.0cm from distal tip, while unit two was found elongated from 24.5cm to 26.5cm from distal tip. Catheter number one showed 15 marker bands (from mb 6 to mb 20) moved from their original place and catheter number two showed 14 marker bands (from mb 7 to mb 20) moved from their original place. Catheter length of units was measured and results were found within specification. No other anomalies were found. A .038¿ emerald guide wire lab sample was inserted in the catheters via tip. Emerald guide wire was stopped on unit one at 8.7 cm from tip due to the marker bands moved in this place. Also, the guide wire was inserted via hub and it went through until it was stopped at 97.2 cm from hub, also due to marker bands moved in this site. For unit two, the emerald guidewire was stopped at 10.5 cm from tip due to the marker bands moved in this place. Also, the guide wire was inserted via hub and it went through until it was stopped at 94.2 cm from hub, also due to marker bands moved in this site. A device history record (DHR) review of lot 17620841 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17620841 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿marker band offset/out of position ¿ in patient¿ was confirmed through analysis of the two catheters returned for analysis. However, the exact cause of this condition could not be conclusively determined during the analysis. The reported ¿marker band offset/out of position ¿ in patient¿ and ¿brite tip/distal tip ¿ catheters separated - in-patient¿ could not be confirmed for the catheter in (B)(4) as it was not returned for analysis. The exact cause of the marker band movement and the separation could not be determined. Based on the limited information available for review, handling factors likely contributed to the marker band movement and separation reported as evidenced by the presence of elongations in the catheters received for analysis. As warned in the instructions for use, which is not intended as a mitigation, ¿failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17620841 presented no issues during the manufacturing process that can be related to the reported complaint.  This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt.  (B)(4).

Event description:
As reported, the measuring pigtail markers of the cath mb 5f pig 110cm 6sh have moved once again. Additional information received indicated that one catheter tip was lost inside the patient but could be retrieved. It is unknown how it was retrieved. The marker bands of all three catheters moved but were not lost inside the patient¿s body.   Locks from a non-cordis product were used. An end prosthesis from a non-cordis product was inserted. No special abnormalities in this case. Have used the measuring pigtail as always.  No patient injury was reported.  Products will be returned for analysis.  The products were prepped per the instructions for use (IFU).  There were no damages noticed prior to opening the packaging.  There was no difficulty removing the devices from the sterile packaging.  The products were properly inspected and prepped prior to use.  The devices were not being used for treatment of a chronic total occlusion.  There was no difficulty tracking through the vasculature.  No excessive force was applied to the devices during insertion or during withdrawal.  All three devices were used in the same procedure.